Event description:
It was reported the pt is unable to communicate with or charge her ipg. She has not used or charged her scs system for several months. An sjm rep met with the pt and confirmed the issue. Follow-up information identified the pt's entire scs system was replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.